Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not retuned.

Event description:
It was reported that the customer's fill estimate was inaccurate. It was noted that the cartridge was filled with 300 units. The customer's blood glucose level was not impacted. Reportedly, the customer reloaded the cartridge successfully. The contact stated that they may have slightly overfilled the cartridge; however, this could not be confirmed.